Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported skin irritation associated with use of the clear adhesive patches. The user stated that symptoms included red, raised, and raw skin consistent with eczema and reported that similar symptoms had first occurred during the summer of 2025.

Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide. The user indicated a history of sensitive skin. The user confirmed that their healthcare provider was aware of the reaction and had prescribed medication; however, the name of the medication was not recalled. Per data management system review, the user was actively using the system with up-to-date information.